Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The two returned reciproc files r25 8/100 25mm 025 are actually broken at the tip of the active part (fatigue; fatigue + torque). No material defect was found during analysis of the rupture patterns. No unused file is available for evaluation. Nothing unusual to report was found during dhrs review (batches #0055840, #0180890, #0318950, #0350260, #0367410, #0372080, #0402100, #0420580, #0475850, #0468130, #0460000 and #0437100). Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it was reported that a reciproc file broke during use. The separated piece could not be retrieved and was incorporated into the filling.